Event description:
It was reported that the customer went to bed with a battery power level of 10% on the pump. When the customer woke up, the pump had powered off. After plugging it in to charge, a malfunction occurred and the pump stopped all insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The tandem t:slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes), and also avoiding frequent full discharges. The device was expected to be returned, however, device has not yet been received. A supplemental report will be submitted if the device is received.